Event description:
Since the time it was sent to my home (B)(6), my brother (B)(6) was on it 24-7 connected to his trach. He was hospitalized several times to (B)(6) hospital for dangerous blood gases and was put on a ventilator. He is currently in the intensive care unit (ICU) where he is diagnosed with having acute hypoxemic respiratory failure and hypertension and each time he was admitted, it was said he had bacterial pneumonia. (B)(6) hospital (B)(6). This machine was sent to my home by medcare equipment co. (B)(6). 15601 as ordered by the hospital. He also is diagnosed with pleurisy. Machine was sent to (B)(6) where it is currently today. Contact (B)(6) hospital, concerning (B)(6). Date of birth (B)(6) 1957.